Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that tubes are overfilling and gel not separating with an unspecified bd pst 4ml tubes. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported customer is experiencing over fill, gel not separating, fibrin and red cell hang ups. Additional information provided by initial reporter: "short draws, pst 4ml tubes had fibrin debris causing low results, sst tiger tops didn't separate, too many red cells after centrifuge remain in serum."

Event description:
It was reported that tubes are overfilling and gel not separating with an unspecified bd pst 4ml tubes. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported customer is experiencing over fill, gel not separating, fibrin and red cell hang ups. Additional information provided by initial reporter: "short draws, pst 4ml tubes had fibrin debris causing low results, sst tiger tops didn't separate, too many red cells after centrifuge remain in serum."

Manufacturer narrative:
Investigation summary: bd had made multiple attempts to reach the customer in order to gather more information on the catalog and lot number; however, the customer indicated that this information was not available. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.